Event description:
It was reported that the patient presented for an initial implant procedure. During the procedure, the pacemaker set screw was unable to be tightened with a screwdriver. The physician continued to use another pacemaker and completed the procedure. The patient was in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The reported event of difficulty in tightening the setscrew was confirmed. The device was returned for analysis. Visual inspection found the atrial setscrew was failing to engage the wrench tool, and the setscrew inset was stripped and filled with septum material, consistent with inserting the torque wrench off-center at an angle to the setscrew by the user, which damaged the inset and consistent with the event reported. Electrical and mechanical analysis and longevity assessment were normal with no anomalies found.